Event description:
The following information was received from the field: during a ptca, the stent dislodged distally prior to being deployed. The physician attempted to retrieve the stent unsuccessfully. The patient had to be taken to surgery to remove the sent. No additional information was provided.